Event description:
It was reported that during an unknown procedure the device misfired. Another device was used to complete the case with no patient consequence. One device to be returned.

Manufacturer narrative:
Date sent: 11/21/2007. The analysis found that the er420 instrument was returned with the jaws over twisted. The instrument was cycled, fed and formed 2 conforming clips and ejected 11 clips due to the condition of the jaws. The instrument locked out as intended. A corrective and preventive action has been initiated to address the root cause of the finding. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.